Manufacturer narrative:
Manufacturer's investigation conclusion: there was an incidental finding of rust observed within the apical coring knife and a rust stain was observed on one of the white protective end caps. The reported event was confirmed based on the evaluation of the returned apical coring knife; however, a specific cause for the observed damage to the coring knife could not be conclusively determined through this evaluation. The apical coring knife was returned with both white protective end caps and the coring knife handle. The edge of the coring knife blade showed multiple burrs and spots where material appeared to be missing from the cutting edge as well as several areas where the blade edge folded outward and inward. The damage to the blade edge likely contributed to the reported event. Additionally, rust was observed inside the coring knife. Rust may have occurred during transit due to moisture exposure during use. The apical coring knife underwent further inspection and failed visual inspection due to the observed rust. Furthermore, the coring knife passed the blade edge functional test; however, the inspector noticed that the blade edge was damaged as if the edge was crushed and the edge measurement was noted to be high due to this damage. Manufacturing task was created to address the issue of the apical coring knife not being sharp enough to make a clean cut during device implant. This issue was determined to not be manufacturing related. As a precautionary measure, the inspection personnel were retrained to fabrication procedure with emphasis on the blade edge inspection. The issue will be monitored for future occurrences. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists the apical coring knife as an optional component for device implantation. The IFU also provides information on preparing the coring knife and the ventricular apex site and warns that a complete backup system must be available on-site and in close proximity for use in an emergency. The relevant sections of the device history records for the coring knife were reviewed and showed no deviations from manufacturing or quality assurance specifications, which includes final packaging and labeling. The coring knife, serial number (B)(6) , was shipped to the customer in the implant kit for heartmate 3 left ventricular assist system (lvas), serial number (B)(6), on 08jul2020. The implant kit was shipped with heartmate left ventricular assist system (lvas) instructions for use (IFU). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the coring system was not sharp enough to make a clean cut. The physicians managed the situation and the implant continued with no further issues.